Manufacturer narrative:
Additional information: the patient has history of smoking, hyperlipidemia, hypertension and atrial fibrillation. The index procedure was prompted by a positive functional study. During the index procedure one resolute onyx des was implanted in the rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure one resolute onyx rx coronary des was implanted. A distal embolus was reported.